Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers in addition, the electrode was severed prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coils. System lock could not be obtained at any spacing. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had broken antenna coil wires. In addition, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. Feed thru assemblies from this vendor are no longer used. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittent lock. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.